Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right atrial (ra) lead was revised on (B)(6) 2025 due to lead malfunction. The patient condition was not known.